Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: blood pump.additional text: pump stopping and restarting due to breaks in drive wire.specific component(s) involved: driveline malfunction.additional text: break in silicone casing of the internal portion of the drive wire.other component:causative or contributing factor: patient error in system care.other cause:intervention(s): other interventions, specify.other intervention : clamshell casing put on exterior wires in question by thoratec.implant device type: lvad.